Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was used in a tavr procedure to close the femoral artery. All steps were followed, but upon reaching tension it was noticed that the collagen was at the skin level and pulsatile blood flow from the access site. There was a thought that theanchor was not inside the vessel. Manual pressure was applied for 10 minutes. After 10 minutes, there was still bleeding. A wire was advanced up and over from the contralateral iliac artery. A peripheral balloon was inflated to occlude the artery. After 14 minutes it was deflated and there was still bleeding. The balloon was re-inflated. The decision was made to call vascular surgery. Hemostasis was achieved by placing a covered stent.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was used in a tavr procedure to close the femoral artery. All steps were followed, but upon reaching tension it was noticed that the collagen was at the skin level and pulsatile blood flow from the access site. There was a thought that theanchor was not inside the vessel. Manual pressure was applied for 10 minutes. After 10 minutes, there was still bleeding. A wire was advanced up and over from the contralateral iliac artery. A peripheral balloon was inflated to occlude the artery. After 14 minutes it was deflated and there was still bleeding. The balloon was re-inflated. The decision was made to call vascular surgery. Hemostasis was achieved by placing a covered stent.

Manufacturer narrative:
One 18f manta closure, 18f sheath, 18f introducer, and a cd file were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on all units. The manta closure exhibited and engaged lever. The anchor, collagen and radiopaque lock were not returned. The cd file was reviewed by the investigations team and indicated blushing, possible side wall stick, the radiopaque moves when physician applied pressure, angle of lock was disrupted, and the stent is correctly positioned. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 9.2mm x 9.7mm, no calcification, moderate tortuosity, with a depth deployment measurement of 4cm + 1cm. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. Ultrasound and micro puncture were utilized to gain access. While inserting the bypass tube through the hemostatic valve of the manta sheath, some resistance was met while attempting to advance the bypass tube into the sheath hub. Eventually the bypass tube was advanced into position, pulled back to the measured depth, deploying the anchor. However, the proctor noted the angle was less than 45° and the physician used an overhand grip while withdrawing the device. Upon reaching tension, collagen was visible at skin level and pulsatile bleeding present at the access site. Manual pressures were applied, and a contralateral balloon was deployed to occlude the artery. Following deflation, bleeding was still present, the vascular surgeon was called in to place a covered stent, successfully achieving hemostasis. The root cause of the extended time to hemostasis requiring a covered stent is possibly due to withdrawing the manta on a shallow angle less than 45 degrees and deploying the device with an overhand grip, disrupting the tension required to seat the toggle properly against the vessel wall. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as adverse events related to the deployment of vascular closure devices in the IFU. Additionally, the IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Step 5: deploy device and seal puncture: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel.